Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had another tooth that need a crown due to the damage from the aligners. In total they have had 3 teeth that required emergency root canals and crowns because of the aligners causing problems during treatment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.